Event description:
Shortly after commencing laser lithotripsy, the laser fiber failed. It failed several centimeters proximal to the distal tip of the scope within the ureteroscope and fired through the digital ureteroscope and burned the pt's ureter.